Event description:
It was reported that a patient was implanted last wednesday and her setting was put on 1.20. It was reported that starting saturday, the stimulation was too much and was in her right armpit and hand. It was reported that on saturday, she ¿decreased the setting to 1.00 and then decreased it to 1.70 when she went to bed¿. It was reported that today, the stimulation was set at 1.00 and was not so intense but she could not increase it at all or it went through her armpit and hand. It was noted that the implant was ¿on her left side but she was feeling pain on her right side in the middle of her back by her spine¿. It was noted that the manufacturer¿s representative called the patient back on her other line during the call. Additional information received reported that the manufacturer¿s representative met with the patient tuesday and her stimulator was reprogrammed and the healthcare professional (hcp) gave a different pain medication.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).